Event description:
The customer reported that while the ventilator was connected to a patient, the device shut off for about 8 seconds then came back on. It is unknown if the entire device rebooted or if only the cockpit rebooted there was injury reported. Reference #9611500-2015-00078.